Event description:
The electrode array migrated out of the cochlea shortly after implant surgery. The surgeon reinserted the array during a second surgical procedure. Follow-up info has been requested.